Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was verified during lab tests. Liquid/corrosion damage was found around the pandora chip. Multiple integrated circuits were shorted.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced a ECG malfunction. There was no reported patient involvement.